Event description:
The malem alarm isn¿t detecting urine. Just gets hot. I connected the sensor and put it under water to test, but the alarm won¿t sound. Instead, it just gets hot. The purpose of the product is to wake up my son by alarming, not by getting hot and burning. To cool it, I have to remove the batteries. Nothing else works. It¿s actually very hot when operated, unsafe.